Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported that during a lumbar fusion surgery "two burrs broke". The reporter stated that a motor device and an attachment device were used with the cutter device. The reporter stated that "when downward pressure was applied to the device, the burr broke and fell into the patient." The reporter stated that the "device was retrieved with forceps". There was a five minute delay in surgery to obtain a spare identical cutter device, a spare attachment device, and a spare motor device. The reporter stated that no additional anesthesia was required. The reporter stated that the surgeon continued with the surgery; yet when downward pressure was applied, the "spare burr broke". There was another five minute delay in surgery to obtain a spare cutter device. The reporter clarified that the cutter device fell into the patient during the second occurrence. The reporter stated that the surgeon retrieved the cutter device. The reporter stated that "during burring, when downward pressure was applied to the bone, the burr broke in half. There were no jagged edges on the burrs; there was a clean break." The surgical procedure was completed successfully with the second spare cutter device, the spare attachment device, and the spare motor device. The reporter stated that x-rays were taken throughout the case and no x-rays were taken as a result of the piece falling into the patient. The reporter stated that all pieces were retrieved from the patient. The reporter stated that they had not received any complaints from the surgeon regarding the patient's condition and that there were no injuries to the patient. The reporter stated that there was no patient harm. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or user error by using excessive force during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.